Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: hw41674 was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on (B)(6) 2025 at 10:45:26 in which motor start parameters were atypical. Additionally, log file analysis revealed intermittent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2025 at 10:45:09, indicating that the controller was powered up without the driveline connected, likely in preparation for the reported controller exchange. As a result, the reported atypical motor start event and high-power event were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for a routine controller exchanged. Considering the risk of re-start failure, the patient was prep with arteriovenous portion of the tunnel exposed under general anesthesia, and a supplementary circulation was secured. Also, the patient was in standby near the unopened and unsealed site for extracorporeal membrane oxygenation (ECMO) and cardiopulmonary machines. The vad restarted without problems in about 10 seconds after the driveline was connected to the new controller. The patient returned to the intensive care unit (ICU) after the controller was replaced. To verify the startup parameters. During the review of the log file a motor start events with parameters outside of the typical range and above power were noted. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event. Of note: the patient is using a vad that is part of the sub-group 3.